Manufacturer narrative:
Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort and inflammation. Depuy still considers the investigation closed

Event description:
Patient was revised to address elevated metal ions and slight clicking of hip.

Manufacturer narrative:
Update rec'd (B)(6) 2013- pfs and medical records received. Revision operative notes confirmed metallosis. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address elevated metal ions and slight clicking of hip. Update: (B)(6) 2012 - clinical report states the patient was revised due to metallosis. It was noted that an adverse local tissue reaction was found upon revision. Update: (B)(6) 2013 - updated clinical report received (B)(6) 2013. Height and weight added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Is a duplicate report of 1818910-2013-13794. This report, 1818910-2012-28420 will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-13794. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-13798. This report, 1818910-2012-28421, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-13794. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
UDI: (B)(4).